Event description:
Patient presented with difficulty walking, combined with clicking and locking in the right knee subsequent to a dec 2022 tka (revision). X-rays shows some offset of femur with respect to the tibial plateau. Both the femoral and tibial components appear securely fixed on x-ray. Revision surgery is scheduled for 01/23/2024.